Event description:
Complainant alleged that while defibrillating the device at 200 joules during a routine shift check by a male nurse (age unknown), the nurse received an unintended delivery of energy from the device. In an attempt to discharge the device, the nurse had placed each index finger on each of the paddle's discharge buttons (without removing the paddles from the well), resulting in the nurse receiving a shock which threw him across a hall and into a wall, "looking as if he had a seizure". In addition, the nurse received a burn to his left hand between his thumb and palm and a laceration to his right thumb. Because the hosp where the event occurred does not have a fully functioning emergency room, the nurse was treated in another hosp's emergency room, where it was determined that his blood pressure was elevated, but he "seemed otherwise alright". The nurse then went home and returned to work the following day. He has not reported any lingering after effects from the unintended delivery of energy. There was no pt involvement in the reported malfunction.